Manufacturer narrative:
The ufr was the only source of information - the local dräger s&s organization was not involved in any follow-up measures after occurrence of the event and was unable to obtain further information; the event was reported with 3.5 months delay. The device is equipped with an internal battery to cover mains power losses - with a fully charged internal battery in good condition, operation can be continued for at least 30 minutes. From the aspect that there was a complete shut-down observed, it can be derived that neither operation on mains supply nor on battery was possible. The internal battery is subject to wear and tear and has to be inspected regularly; the recommended exchange interval is 2 years. There was no s/n of the involved device transmitted; the age remains unknown as well as when the last battery replacement was provided if ever. The exact failure mechanism cannot be determined due to lack of information. The device may have been operated on battery supply until the latter was depleted while the user was not responding in a timely manner to the depletion alarms. More likely however would be that the device was put into operation with a worn battery and that a mains power loss for whatever reason (power supply malfunction, power outage in the hospital, accidental unplugging the device from mains supply) has led to shut down because the battery was not available as a back-up energy source. Appropriate measures to prevent from events like this are in place ¿ the IFU emphasizes that the internal battery is an important fail-safe mechanism, and that part of the daily pre-use check shall be a verification step that the internal battery is available as a back-up energy source. Dräger finally concludes that the reported issue does not incorporate a single fault condition; the event was related to a combination of certain contributing factors including lack of preventive maintenance, use error, potential component malfunction and infrastructure issues. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly shut down during use due to loss of power. The patient was connected to another ventilator; no health consequences were resulting from the event. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.